Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: we recently started using the b.braun pvc/dehp-free 150 ml bags to pool furosemide 10mg/ml for infusions. Since this change, the nurses observed that the bags had lots of tiny air bubbles which continuously set off the air in line alarm. The cassettes and lines were changed but the air in line alarm continued to go off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4) . The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A photograph was submitted for review. The image was visually inspected and revealed an empty pab mixing container containing liquid/solution with air bubbles inside. However, without a sample, a thorough investigation could not be performed and the exact root cause of the reported incident could not be determined. The batch record was reviewed, and the batch met and passed all release criteria and tests. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available a follow-up report will be filed.